Event description:
It has been reported that this facility is having issues with fecal matter stains on their recliners and has cleaned them with all 3 recommended methods from the manual and it will not remove them. No pt involvement or adverse consequences were reported.